Event description:
The customer reported to olympus, during preparation for use, the evis lucera gastrointestinal videoscope had almost no air or water supply. Upon inspection of the customer¿s returned device it was observed, the nozzle was found clogged. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5. It was observed, the reported issue regarding air and water supply issue was confirmed, and foreign matter was found in the nozzle. The investigation is ongoing. And a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. A abnormality in the accessories used in reprocessing was noted. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. As a result of a component analysis, the material was protein since it was shown that peak originated from protein with ft-ir, and carbon and oxygen which could be derived from protein were strongly detected, moreover, characteristic nitrogen in protein was confirmed. Olympus will continue to monitor field performance for this device.